Event description:
It was discovered during a demo that the 9900 system had a distorted image. No pt injury was reported.

Manufacturer narrative:
A ge svc rep performed an on site investigation. The image intensifier and control panel were replaced. The beam was aligned during the svc call. The system was tested and found to be working as intended and put back into svc.